Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08585 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 05/29/2023 to 01/12/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of (B)(6) 2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date (B)(6) 2022 in the formatted history file. In further full review of the pump history/traces on the ss event date of (B)(6) 2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime: 01/11/2024 00:00:00.000 dailytotalofallinsulindelivered: 300250 (30.025 u) dailytotalofbasalinsulindelivered: 160250 (16.025 u) dailytotalofbolusinsulindelivered: 140000 (14 u) 01/11/2024 00:43:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 71000 (7.1 u) bolusamountdelivered: 71000 (7.1 u) (B)(6) 2024 01:37:00.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 24000 (2.4 u) bolusamountdelivered: 24000 (2.4 u)(B)(6) 2024 03:27:31.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 45000 (4.5 u) bolusamountdelivered: 45000 (4.5 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event date 11-jan-2024 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 01/07/2024 06:40:00.000 01/07/2024 06:50:00.000 01/11/2024 17:50:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: 01/07/2024 09:28:00.000 01/07/2024 09:38:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2024 06:27:04.000 (B)(6) 2024 21:25:28.000 (B)(6) 2024 06:09:43.000 01/10/2024 04:03:51.000 01/11/2024 01:53:10.000 sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2024 14:44:23.000 (B)(6) 2024 14:44:23.000 sensorsignalnotfound (796) was recorded and found in the formatted history file on: (B)(6) /2024 12:06:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2024 17:03:41.000 (B)(6) 2024 17:13:00.000 all buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 22:09:00.000 upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Retainer ring damage (a cracked retainer) was confirmed. Cosmetic damage was confirmed at the battery compartment. Battery cap contact missing/damaged was unknown. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and reported pump had a crack on the batt compartment. The blood glucose value at the time of the event was 780 mg/dl. High blood glucose was treated overnight hospitalization. Troubleshooting was performed. It was unknown that the customer was using the pump within 48 hours prior to event or not and auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.